Event description:
It was reported that during a laparoscopic bypass procedure, the trocar bent doctor said following large guy. Not huge bmi, but big abdominal girth. I was just trying to get in. Pierced through fascia then tried to angle in under direct visualization but instead it just gave way all of a sudden and bent. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.